Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted melted insulation consistent with electrocautery damage, with blood infiltration in the insulation at the area of damage as well as in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was not able to confirm the reported high pacing threshold measurements, as the lead passed electrical testing.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. A revision procedure was planned, to reposition the lead. However, during the procedure, insulation damage to the lead was observed and this lead was explanted and replaced. No adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. A revision procedure was planned, to reposition the lead. However, during the procedure, insulation damage to the lead was observed and this lead was explanted and replaced. No adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.